Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve lv9 was cut. Pinch valve lv9 controls the delivery of lytic reagent to the wbc bath. The fse replaced the tubing through pinch valve lv9 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter act diff 12 analyzer. The volume of the leak was about a teaspoon and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.